Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an intermittent capture at maximum output was noted at pre-discharge. Hence, an x-ray was done in which result showed that the right ventricular (rv) lead was dislodged. This rv lead was then repositioned. No additional adverse patient effects were reported.

Event description:
Additional information indicates that the right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported.